Manufacturer narrative:
Patient had a history of concussion ((B)(6) 2022) but had no history of vertigo until starting tms treatment. During hospitalization, patient was told that the vertigo was due to an ear condition. The patient's medication regimen is unknown other than she started taking aspirin and meclizine after the hospitalization. The patient has continued to receive tms treatment and her vertigo symptoms have persisted but are subsiding.

Event description:
Neuronetics received a call from a tms provider indicating that a patient was hospitalized for dizziness, weakness and headaches during first week of tms treatment. Patient diagnosed with benign paroxysmal postural vertigo (bppv).